Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue.  Physio observed that within 2 minutes of installing a test battery, the device would power on by itself. Physio further observed that when charging to 360 joules, the device would intermittently dump the charge internally and power off by itself. The device would then power back on by itself. The device was able to charge and shock at 200 and 300 joules, respectively. Physio-control removed the device¿s membrane switch panel for further examination and determined that the cause of the reported issue was an electrical short between land 5 and 6 of a cable-mounted plug connector, designator p5. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that they had installed a new battery into their device and by the following morning when they arrived at their facility, it had depleted to just one bar and was "talking" to them. This behavior is indicative of the device powering on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.